Manufacturer narrative:
H2: fdr corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000444, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This event took place in (B)(6). A medtronic representative visited the site to evaluate the equipment. It was found that after system boot up, the ias panel reported initial collimator error, and the system could not move. The rep rebooted the system, then used the mvs control panel to invalid home. Pressed m button and calibrated home. After that system was in good condition. All test passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system could not move. There was no patient involved. Additional information was received. It was reported that this was a demo system, and that there was no need to move it manually. Additional information was received. It was reported that to move it manually, they need to open the cover, so it is hard to manually move this collimator x and y axis, in addition, this is a testing event. The issue was resolved at the time of the event by entering invalidate home model and recalibrating motion from software, then rebooting. ¿